Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 4 gave error 23008. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the problem occurred before the drapes were placed on the robot; at that point, the robot was simply switched on and emitted an audible warning, with the leds on arm 4 flashing amber. There were no sudden movements and no impact. The customer immediately restarted the system as instructed during training, then contacted the technical service engineer (tse) and clinical sales representative (csr). The surgeon disabled/discontinued use of the arm. The procedure was completed robotically with the original system configuration. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure in the usm.